Manufacturer narrative:
Correction: the correct date of awareness is (B)(6) 2019 not (B)(6) 2019 as originally reported. This report is submitted 22 october 2019.

Manufacturer narrative:
The device was explanted due to an unspecified reason. The device passed all electrical tests confirming correct device function.

Event description:
Per the clinic, the device was explanted and received at cochlear analysis team with no reason for return on september 06, 2019.